Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, bleeding occurred after the placement of the second port site. A negligible amount of bleeding was noted upon the insertion of a da vinci obturator and trocar at the second port site. The bleeding was resolved with the utilization of third-party laparoscopic instruments, specifically a maryland bipolar forceps and a clip applier. Access to the patient's abdomen was successfully achieved using a third-party optical trocar. The procedure proceeded without further complications and was completed robotically.